Event description:
Reporter indicated that systems diagnostics test performed immediately prior to lead revision surgery in 2006 was 7, limit, high. Reporter stated these results were also obtained one month earlier, and a lead break was suspected at that time. No serious injury was reported. A new lead and generator were implanted without incident.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.